Event description:
The rptr contacted animas on behalf of his so (the pt) alleging that the ok button on the pump was sticking.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently unresponsive to contrast, up arrow, and down arrow button presses. The ok button was also found to be sticking and responded to hard presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The keypad was found to be lifted near the up arrow button.